Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that inadvertent stent deployment occurred. An 8x60x75/ 6f wallstent¿ rp endoprosthesis was advanced to treat a lesion in the biliary tree. However, as the device was loaded onto the guide wire, the stent deployed. The device never entered the patient's body and the procedure was completed with another wallstent. No patient complications were reported.